Event description:
Country of complaint: (B)(6). Thread broke while pulling through tissue.

Manufacturer narrative:
U.s. Agent notified on (B)(6) 2013. Manufacturing site evaluation: samples received: 19 unopened pouches. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. There are no previous complaints of this code/batch. Knot pull tensile strength of the samples received was tested and the results fulfill the requirements of the OEM. All packs received are tight. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable. Corrective/preventive actions: not applicable.